Event description:
It was reported that a new ilet pump user experienced hyperglycemia to 330 mg/dl for approximately 4 to 5 hours after a morning meal that was not announced, following a same-day infusion site and cartridge change, while using a dexcom g7 and without backup therapy or ketone testing. Symptoms included elevated blood glucose without additional clinical effects. Outcomes included no medical intervention, no hospitalization, and no reported injuries. Investigation included review of device use and user-reported history. Investigation of this case revealed hyperglycemia attributable to a missed meal announcement with possible contribution from a recent site and cartridge change; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.